Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 6 of 10.

Event description:
The sleeves do not fit through a 2.0 mm incision.